Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the remote arm controller (rac) 2 and the right master tool manipulator (mtmr) to resolve the issue on surgeon side console 2. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the rac2 or mtmr for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The customer provided images of the errors which were analyzed by the tse during the troubleshooting calls. A review of the log confirms the occurrence of a da vinci-assisted radical prostatectomy with lymphadenectomy procedure on (B)(6) 2021 using system sk4483. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure (first port incision) caused the procedure to be converted to a second ssc in order to continue the procedure. Although there was no reported patient injury as a result of the issue, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the system displayed a recoverable fault 25596 followed by a non-recoverable fault 41014, with all patient side cart (psc) arms alarming red. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the logs, since onsite (optional feature for remote system monitoring) was not connected. The tse guided the operating room (or) nurse (the caller) through a hard power cycle and emergency power off (epo) of the psc. After restarting the system, the error cleared and the or team resumed with the procedure. Later, the nurse contacted the tse again and indicated a non-recoverable error 281 occurred. Prior to contacting technical support, the or team had already restarted the system with the epo. Tse informed the operar team that the error was pointing to the surgeon side console (ssc) 2 and requested the oper team to swap to ssc1 and replace the blue fiber cable. Following the switch and replacement, the or team was able to proceed with the surgery without any further issue. The procedure was completed with ssc1 with no reported injury. Per the logs forwarded by the nurse, the tse was able to identify an issue with the right mtm (master tool manipulator) and/or the remote arm controller (rac) of ssc2.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the remote arm controller (rac) and the master tool manipulator (mtm) 2 involved with this complaint and completed the device evaluation. Rac: failure analysis investigation replicated the reported issue. The rac was installed and tested on the test system. The reported error 23 occurred after system startup. Mtm2: failure analysis investigation could not reproduce nor confirm the reported error 25596. The mtm2 was installed onto the system and powered up. The mtm2 passed all required testing with no issues found. No repairs are required to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.